Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 300 mcg/day) via an implantable pump for cerebral palsy and quadriplegia. It was reported the patient experienced decreased effectiveness due to disconnection of the connection between the pump and catheter. The date of incidence was reported to be (B)(6) 2021. It was planned to open the pump pocket to check the situation. The event was considered serious. The outcome was unknown. The event was considered not causally related to the drug or programmer, and unknown if related to the catheter, pump, or surgical procedure. Additional information was received. When opening the pump pocket, the pump and catheter were observed to be firmly connected. Since the pump [pocket] was filled with serous fluid, an infection was suspected and was being checked. It was indicated the outcome of the adverse event was death. Further information was not reported. Additional information was received. The event was considered as an infection in the pocket, but it was also reported the fluid was under investigation. The outcome of the adverse event was updated from death to unknown. Additional information was received. Bacteria was confirmed in the serum in the pocket. The drug concentration was reduced to 25 mcg due to infection in the pocket, and the pump and catheter would be removed on (B)(6) 2021. "It was thought that the cause of the infection might be refilling performed in december, but in that case, meningitis was caused by the infection in the pump, but since this is not the case, the cause of this infection is unknown." It was indicated the date of explant was (B)(6) 2021. The outcome of the adverse event was "recovering." Additional information was received. The pump and catheter were discarded by the customer. The previous statement regarding the refill in december and meningitis was clarified as, "it was thought that the cause of the infection might have been the refill performed in december. Actually, this is not the case, because if it had been caused by the refill, the meningitis should have occur. (According to the result of the diagnostic test of the liquid found in the pump pocket,) this case is not the meningitis. Thus, the cause of the infection is not finally identified."